Event description:
Sudden fracture causing inappropriate ICD discharges. Last check 1 week prior to event was normal. Second sudden fracture in 1581 implant in 2002 and 2004 respectively (different pts) and at device no change in shock impedance only pace/sense. "Nostence" lead with fracture.